Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. Customer's blood glucose value was almost 30 mg/dl at the time of the incident. The customer high blood glucose level was unknown which was treated with manual injection and insulin pump. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Infusion set was bent. Customer stated that they performed high pressure test and insulin pump passed it. The device will not be returned for analysis.